Event description:
It was reported that there was error code 1310. The error code indicates a potential issue with the real time clock (rtc) battery. This occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that there was error code 1310. The error code indicates a potential issue with the real time clock (rtc) battery. The review of event log found that was not recorded related to any alarm or anomaly. There was no 12-month service history during the review. The visual and functional testing was performed. The reported issue was not confirmed, and the probable root cause was the error 1310 (lec 1310) appears on the display after the device has been left with the dry cell batteries loaded in it for an extended period of time. The device was returned to the customer with no repair provided at their request.